Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal stent was used during a stent implantation procedure in the esophagus on (B)(6) 2015. According to the complainant, the stent was used to treat a 6cm lesion due to bronchial carcinoma. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. No visible damage was noted to the stent system. During the procedure, the stent was partially deployed when they encountered resistance. They pulled on the suture; however, it was not possible to fully deploy the stent so the whole device was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The reported issues were likely due to procedural or anatomical factors encountered during the procedure. Therefore, based on the details of the complaint, the most probable root cause classification of this investigation is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.